Event description:
It was reported that false positive troponin levels occurred during use with an unspecified bd vacutainer® heparin plus blood collection tubes. The following information was provided by the initial reporter: it was reported that in the past three years, green heparin tube shows false positive troponin levels. It is sporadic and occurs in various lots.

Manufacturer narrative:
H.6. Investigation: the lot nor material number for this issue could not be provided by the customer. Sample was not returned. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters would be of value for this tube type. We will continue to monitor for additional complaints and emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that false positive troponin levels occurred during use with an unspecified bd vacutainer® heparin plus blood collection tubes. The following information was provided by the initial reporter: it was reported that in the past three years, green heparin tube shows false positive troponin levels. It is sporadic and occurs in various lots.